Event description:
This submission is intended to be a follow up to an imris MDR report originally submitted (B)(4) 2009. Additional information is contained in the summary report attached, which provides the details and the results of the imris investigation into the cause of the incident.

Manufacturer narrative:
Conclusion: based on the results of the investigation, imris has concluded that the imris device performed according to specifications and that the reported incident is not consistent with an rf burn generating from the imris head coil. The cause of the burn is undetermined.